Event description:
Pt had right surgical metal-on-metal total hip arthroplasty on (B) (6) 2004. Approx, two years ago began complaining of intermittent hip pain that had gradually worsened. On (B) (6) 2010, pt underwent revision of right total hip arthroplasty including extraction of the existing acetabular component and femoral head. Note: the wright med rep has requested that the implant(s) be returned to company for analysis.